Event description:
Four days post procedure the patient experienced an elevation in serum cardiac enzymes. This event resolved without sequlae. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking aspirin, ace inhibitors, and statins. The patient was taken electively to the cardiac cath lab, where angiography revealed a denovo, long (25mm), 75% stenosis in the proximal left anterior descending artery (lad). Angiomax was administered via IV, although the dosages are not recorded. Gp 2b/3a inhibitors were not administered in conjuction with the angiomax. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated with a 2.23 x 20mm sprinter inflated to 12 atms (max). A 3.0 x 23mm cypher stent was deployed to 12 atms with satisfactory results. The stent was post-dilated with a 3.25 x 20mm quantum balloon inflated to 16 atms.